Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-24409 - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannulas with four infusion sets after being used for more than 24 hours. Patient noticed symptoms 3 or more hours after insertion. The site of insertion was abdomen and was regularly rotated. Patient also confirmed that site of insertion was possibly impacted in process of moving & landscaping. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.